Manufacturer narrative:
Additional information received from the local field representative indicated a lead revision procedure was scheduled to extract the lead. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited an increase in shocking impedance measurements to greater than 125 ohms in multiple configurations. Boston scientific technical services (ts) discussed performing non-invasive programmed stimulation (nips) to further test the lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Approximately three months later a revision procedure was performed. The rv lead was surgically abandoned and replaced. The device was also explanted and replaced. No additional adverse patient effects were reported.